Manufacturer narrative:
On october 21, 2021, the mentor failure analysis lab received the device for evaluation. On october 27, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 200cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 200cc mentor smooth round moderate plus profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501670, serial number (B)(4) on the left side and with catalog number 3501670, serial number (B)(4) on the right side on (B)(6) 2021. (B)(6) 2020 (manufacture date of lot 9428885 for left side device) is being used for date of implant until further information is provided. This medwatch report is for the patient¿s right-sided device.